Event description:
It was reported that the patient had a very little non-hemo- dynamically relevant pericardial effusion due to an impending and recurrent lead perforation. A week prior, the patient complained of dull pain in the shoulders followed by a sharp, intermittent pain in the chest. The lead was explanted and replaced. Patient's condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and the lead was found to be within specification.